Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) mfrs the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the 3t heater cooler was unable to reach the desired temperatures on the patient or the cardioplegia side during a procedure. There was no report of patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the 3t heater cooler was unable to reach the desired temperatures on the patient or the cardioplegia side during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and informed the customer that the device required return to livanova (B)(4) for repair and investigation. The customer decided that it was not economic to repair the device. The unit was scrapped. This is a known issue and a root cause investigation (B)(4) was initiated by livanova (B)(4). Customer scrapped device.